Manufacturer narrative:
The third-party's camera was identified to be the root cause of the steris monitors not working. The camera was returned to the third-party manufacturer for repair. The user facility installed a new camera; the steris technician returned the hexavue system to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the hexavue monitors in the room stopped working resulting in a procedure delay. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available.